Manufacturer narrative:
Device evaluation of monitor sn (B)(4). Has been completed. The reported problem (pulse test failure) has been confirmed. As received, the monitor failed testing and produced service code 102. Upon evaluation, there was contamination on the j1002 and j1003 connectors and the r45 resistor was open. The cause of the test failure is the contamination and open resistor. The root cause of the contamination and open resistor was not positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it failed testing.